Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient fell down the stairs about 3 weeks ago. The patient had a swelling on his head but still have access to sound. As per the new information received on (B)(6) 2014, the patient's speech understanding has decreased. Re-implantation surgery was scheduled for (B)(6) 2014.